Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive during a microscope calibration. It was reported that the application software was unresponsive to prompt from the user. After shutting down, the navigation system was unable to be restarted. It was noted that the monitor of the navigation system would not display anything. Restarting did not restore functionality. Unplugging the navigation system, restarting it after leaving it unplugged for a few minutes restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field.

Manufacturer narrative:
The software investigation found that the probable cause could not be identified.